Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated to have a bladder infection that they were being treated for. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.